Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device for longer than 48 hours. The patient's blood glucose values were at 20 mmol/l (360 mg/dl) when the infection was found. The patient visited their doctor and was prescribed antibiotics to treat the infection. Follow up attempts are currently in progress, and the report will be updated accordingly if further information is provided.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed in the pod that would prevent it from operating as intended or contribute to the reported infusion site infection event. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were observed. The exact cause of the reported infusion site infection event could not be determined.